Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with those occurring at the time of explant. Electrical testing and x-ray inspection did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing causing inappropriate high voltage (hv) therapy, noise, and high pacing impedance were noted on the right ventricular (rv) lead. A decrease and variation in the sensing trend was also observed. The lead was explanted and replaced, and the patient was stable with no adverse consequences.